Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. The replaced portion of the driveline was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was resting at home and attempted to change the lvad system from battery to power module support. Upon connection to the power module, the patient felt dizzy and saw the pump speed decelerated to 2000 rpm. The system controller was connected back to batteries and the device operated as expected. The patient was admitted to the intensive care unit. The pump speed decelerated when the system controller was connected to the power module, and returned to normal speed when on batteries. An ungrounded power module patient cable was provided to the patient for use with the power module, and no additional alarms occurred. Log file analysis by the manufacturer¿s technical service representative revealed pump stoppages. X-ray images revealed a compromised area. A distal end percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services representative. There were no immediate alarms after the replacement; however, pump stoppages occurred later that evening. The patient did not feel dizzy or symptomatic. The system controller was exchanged and no further alarms occurred. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump confirmed internal percutaneous lead wire damage that would have contributed to the reported event. The pump was returned assembled with the percutaneous lead cut approximately 3 inches from the pump housing and the distal portion of the percutaneous lead was returned in 10 inches and 30 inches segments. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. In addition, a section of the percutaneous lead approximately 14.5 inches long was returned from the distal end percutaneous lead (driveline) replacement. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The percutaneous lead portions were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the 10 inches segment returned with the pump revealed breaches to the insulation of the brown wire, approximately 7.5 inches and 8.5 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing. Significant abrasions to the insulation of the black wire were also noted. The remainder of the percutaneous lead were submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the brown wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in speed drop and pump stoppages that were confirmed through the analysis of the submitted patient's system controller log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, it was reported that alarms of low speed and pump stoppage had occurred. Patient felt dizzy and went back to using batteries. The patient was stable utilizing ungrounded power module patient cable. Log file analysis by the manufacturer¿s technical service representative revealed two low speed operation and low speed hazard events and one pump stoppage on (B)(6) 2017 at 10:38 lasting approximately three seconds while patient was on power module. Another pump stoppage with low speed operation and low speed hazards occurred again on (B)(6) 2017 at 14:25 while on power module. Patient switched to battery within seven seconds and pump started operating without incident.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that a large pump speed deceleration occurred on (B)(6)2017 while the system controller was connected to the power module. The pump was subsequently exchanged on (B)(6)2017. No additional information was provided.